Event description:
It was reported that a cardiac perforation occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A perforation occurred upon deployment of the closure device. A pericardial effusion began to grow and a pericardiocentesis was performed immediately. The device was distal in the laa and surgery was called immediately. Patient was sent to surgery and a laa clip was placed. Patient was extubated august 23, is walking and doing well.